Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (electrode belt failure) was confirmed. Analysis of the event shows that the pt received one inappropriate shock. Significant dual-lead signal noise may have contributed to the false detection. The pt was conscious but did not use the response buttons throughout the entire event. Upon investigation, microprocessor u1 and translator q1 were damaged in ECG "c" and "d", which may have contributed to the dual-lead noise that lead to the inappropriate treatment. The root cause of the damaged q1 and u1 could not be positively identified but was likely random component failure. No adverse event resulted from the defective u1 and q1 components. The pt received a replacement electrode belt.

Event description:
While investigating the inappropriate treatment of a (B)(6) old female pt, a reportable problem was discovered with the pt's electrode belt. The pt was issued a replacement electrode belt.